Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access® accutni) results, for three patients, involving the unicel® dxc 600i synchron® access® clinical system. This report is three of three referencing the patients on the event date noted. Initial results, within the risk stratification range, were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer re-centrifuged and reanalyzed one the original samples, on the same instrument, and lower non-reproducible results were obtained. The patients' samples were collected in plasma separator tubes (pst) and centrifuged in statspin for five minutes then analyzed immediately. The samples were stored at room temperature. No sample integrity issues were noted. The customer indicated all system parameters (including quality control, calibrations, and system checks) were within specifications. No system errors were noted on the event log. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the incubator belt was noisy; rattling and squeaking. The fse replaced the incubator belt. The fse also noticed air bubbles in the wash pump. The fse had replaced the wash valve, stator, rotor, and seal three weeks prior. The fse replaced the piston seal and noted no further evidence of air bubbles. The fse verified the wash carousel, mixers, and probes. The fse verified all alignments in the analytical module and performed belt calibration. The fse performed system check and results were acceptable. System verification testing (system check, high sensitivity system check, and quality control) was within specifications following service. Lumwash and sample tests also passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to a faulty piston seal which allowed air to enter the wash pump. As a result, the incorrect amount of wash buffer may be dispensed into the reaction vessels (rvs), leading to incomplete washing and dose over-recover of the troponin I assay. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00262, 2122870-2014-00263, 2122870-2014-00264.